Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded; therefore, no further investigation can be performed. One photo accompanying the complaint file shows the distal portion of the delivery wire in a broken condition. The distal portion and the rest of the device are not observed in the photo and no further damages could be noted. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8598545. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding a delivery wire being broken was confirmed based on the broken condition noted on the delivery wire. This investigation was performed based only on the photo provided. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8598545) was delivered successfully to the target site. The physician withdrew the unspecified microcatheter (mc) to release the stent and was about to completely released it. The force felt by the physician reduced. The physician retracted the delivery wire, it was found that the tip of the delivery wire broke. The physician judged that the distal tip (delivery wire) of the stent remained in patient body. Image system did not pinpoint the exact site of the broken delivery wire in the patient. The stent was opened well. The procedure was prolonged about 30 minutes. There was no patient injury reported. Additional event information received on 31-may-2024 indicated that there was no attempt and/or additional intervention performed to remove the distal tip that remained in the patient. The distal tip of the enterprise was not re-shaped prior to use. There was no excessive force applied to the device. The device was examined prior to use. The system was used with the recommended microcatheter. The prolonged 30 minutes was not clinically significant.